Manufacturer narrative:
The customer confirmed there was no sound at all coming from the unit. The cause of the reported problem was not confirmed. Since the unit was not under warranty, the customer refused to have it repaired by philips. No further investigation or action is warranted at this time. H3 other text : customer declined repair from philips.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital. Reporting address line: (B)(6). Reporter phone: (B)(6). Reporting institution phone: (B)(6).

Event description:
The customer reported a speaker fault. The device was not in use on a patient at the time of event, there was no adverse event reported.